Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was having intermittent episodes of lightheadedness. However, the patient also had a history of lightheadedness since his 20s due to his condition (brugada syndrome). Device data showed a recent increase in ventricular pacing from 3% to 12% since january, and the patient was symptomatic with pacing. It was noted that the last threshold measurement did not make sense, however the programmed output was 3v. External monitoring displayed pacing, however ventricular pacing was not observed during consult transmission. Electrogram (egm) review indicated oversensed right atrial (ra) lead noise triggered a mode switch, with sensor-driven ventricular pacing and a resultant loss of av synchrony. It was noted that the patient was driving during that time. It was suspected that the patient was admitted to the hospital. The field representative recommended an in-person check, however the emergency room (ER) doctor will consult with cardiology before paging the field representative. This implantable cardioverter defibrillator (ICD) system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was having intermittent episodes of lightheadedness. However, the patient also had a history of lightheadedness since his 20s due to his condition (brugada syndrome). Device data showed a recent increase in ventricular pacing from 3% to 12% since january, and the patient was symptomatic with pacing. It was noted that the last threshold measurement did not make sense, however the programmed output was 3v. External monitoring displayed pacing, however ventricular pacing was not observed during consult transmission. Electrogram (egm) review indicated oversensed right atrial (ra) lead noise triggered a mode switch, with sensor-driven ventricular pacing and a resultant loss of av synchrony. It was noted that the patient was driving during that time. It was suspected that the patient was admitted to the hospital. The field representative recommended an in-person check, however the emergency room (ER) doctor will consult with cardiology before paging the field representative. This implantable cardioverter defibrillator (ICD) system remains in service. No additional adverse patient effects were reported. Additional information received reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system had been in a wide-complex tachycardia in the 200 beats per minute (bpm) range. Upon further assessment, the patient observed to be intermittently atrially paced, av paced, and ventricularly paced. When ventricularly paced, external monitoring displayed the patient's qrs and t-waves, with a heart rate of approximately 110 bpm. However, the patient's rhythm changed between the different paced rhythms and the right atrial (ra) lead was the suspected cause. Atrial lead revision was reviewed, and a MRI compatible replacement lead was recommended. The hospital physician felt that the patient was safe to be discharged, pending a follow-up office visit. The patient was scheduled for an office visit as a new patient with a different physician later this week. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was having intermittent episodes of lightheadedness. However, the patient also had a history of lightheadedness since his 20s due to his condition (brugada syndrome). Device data showed a recent increase in ventricular pacing from 3% to 12% since january, and the patient was symptomatic with pacing. It was noted that the last threshold measurement did not make sense, however the programmed output was 3v. External monitoring displayed pacing, however ventricular pacing was not observed during consult transmission. Electrogram (egm) review indicated oversensed right atrial (ra) lead noise triggered a mode switch, with sensor-driven ventricular pacing and a resultant loss of av synchrony. It was noted that the patient was driving during that time. It was suspected that the patient was admitted to the hospital. The field representative recommended an in-person check, however the emergency room (ER) doctor will consult with cardiology before paging the field representative. This implantable cardioverter defibrillator (ICD) system remains in service. No additional adverse patient effects were reported. Additional information received reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system had been in a wide-complex tachycardia in the 200 beats per minute (bpm) range. Upon further assessment, the patient observed to be intermittently atrially paced, av paced, and ventricularly paced. When ventricularly paced, external monitoring displayed the patient's qrs and t-waves, with a heart rate of approximately 110 bpm. However, the patient's rhythm changed between the different paced rhythms and the right atrial (ra) lead was the suspected cause. Atrial lead revision was reviewed, and a MRI compatible replacement lead was recommended. The hospital physician felt that the patient was safe to be discharged, pending a follow-up office visit. The patient was scheduled for an office visit as a new patient with a different physician later this week. This ICD system remains in service. No additional adverse patient effects were reported. Additional information received reported that the right atrial (ra) lead was explanted and replaced due to oversensed noise and pacing inhibition secondary to lead fracture. No asystole was reported. It was noted that the ra lead fracture was attributed to clavicular crush. Additionally, a previously surgically abandoned ra lead was explanted during this procedure, as well. This implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.